Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone# unknown - phone listed as (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9280154. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-10-07. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9280154 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200851631] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that aspiration issues and hub separation occurred during use with bd insulin syringes with bd ultra-fine¿ needles. The following information was provided by the initial reporter, "consumer reported needle not drawing the insulin, does not re-use. Also mentioned that in previous boxes of the same product (328438), the needle hub separated and stayed inside of the shield. Consumer did not report the previous complaint, lot # is not available.